Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that ¿both of the patient¿s batteries were dead", it was unclear what was the multiple batteries statement was referring to. The pump had reportedly not been read by a manufacturer¿s representative. It was questioned if the replacement was going to be covered by insurance. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.